Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that medtronic stent pushwire was broken as it was being delivered. The procedure was completed with a new medtronic stent and old microcatheter after the broken stent was removed. All broken segments of the pushwire removed from the patient. There were not any patient symptoms or complications associated with this event. No patient injury was reported. It was reported that during delivering the stent, the distal of the guide wire of the support was broken. There was not any resistance encountered. The distal section of the pushwire break. Took out of the microcatheter and removed the stent. Only 1 pass made with the stent. The patient underwent thrombectomy treatment for an ischemic stroke located in the m1 segment of the middle cerebral artery (mca). The vessel was observed moderately tortuous. Stroke onset to reperfusion time 40 mins.

Manufacturer narrative:
H3: the solitaire fr device (model: sfr-6-30 lot: a960015) was returned for analysis. No bends or kinks were found with the solitaire pushwire. The marker coil was found to be bent. The stent non-working (tear drop) length struts were found to be broken at detachment zone. The working length struts were found to be in good condition. No issues or irregularities were found outside of the detachment zone. The finger markers were examined, and they were aligned properly. The broken end was cut and sent out for sem (scanning electron microscopy) analysis. Per the sem analysis report, the strut broken end labeled as ¿a¿ width was measured to be 113.09¿m and the thickness was measured to be 57.21¿m, the undamaged section width was measured to be 122.38¿m (reference: 0.10 ± 0.02mm) and the thickness was measured to be 67.03¿m which is within specification (specification: 47.5-80.0¿m for non-working length strut wall thickness). The strut broken end labeled as ¿b¿ width was measured to be 108.79¿m and the thickness was measured to be 56.00¿m, the undamaged section width was measured to be 122.58¿m (reference: 0.10 ± 0.02mm) and the thickness was measured to be 67.44¿m which is within specification (specification: 47.5-80.0¿m for non-working length strut wall thickness). Fatigue cracking initiated from the end surface area are visible on both stent ends. The rest of the fracture failed via ductile overload. No other anomalies were observed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.